Event description:
The core universal driver was sent in for eval because it was running while in safety mode during a podiatry procedure. No adverse event was associated with the device, a readily available alternate device was used to complete the procedure without any delay.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.